Event description:
On 23rd april, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the cover on the light is missing. There was no injury reported however we decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Correction of describe event or problem section and date of event this is based on the result of a communication with the technician. #b3: previous date of event : (B)(6) 2020. Corrected date of event : (B)(6) 2020. #b5: previous describe event or problem: on 12th october, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the cover on the light is missing. There was no injury reported however we decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected describe event or problem: on 23rd april, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the cover on the light is missing. There was no injury reported however we decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Getinge became aware of an issue with volista standop surgical light. As it was stated, the cover on the light is missing. It was later stated by ssu that internal lens is missing and it was broken while a technician was performing field action. With the complaint at hand there was no information regarding adverse outcome. However, we decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Nevertheless, if we had the full information about the event available since the beginning, we would not report the complaint as lack of internal parts is not considered as reportable event. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. Manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 12th october, 2020 getinge became aware of an issue with volista standop surgical light. As it was stated, the cover on the light is missing. There was no injury reported however we decided to report the event in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.